Event description:
A malfunction alarm identified as malf 24 was reported, and the associated fault ID was available but could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to return the problematic pump and was provided with a replacement pump equipped with updated software. They were advised to use multiple daily injections as backup therapy and to follow specific precautions when using a g7 sensor with the replacement. The customer received instructions on proper procedures for storage mode and returning the pump, which they understood and acknowledged.